Event description:
It was reported that during an unknown procedure, the instrument had the tissue pad detached. No piece fell into the patient. Customer cannot provide anymore details about the circumstances in which the issue occured. No patient consequence was reported .

Manufacturer narrative:
(B)(4): no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.